Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the device was explanted.

Event description:
It was reported that the patient experienced a pain at the ipg pocket site. The patient underwent an ipg explant procedure and the explanted ipg was discarded per hospital policy.